Manufacturer narrative:
Visual examination of the needle confirmed the reported complaint. The needle tip has broken off at the suture slot. An exact root cause for the breakage could not be determined with confidence. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a truepass needle, the needle broke off in the shoulder. The surgeon found the tip of the needle and was able to retrieve from the surgical site. There were no patient complications reported as a result of this event.